Manufacturer narrative:
(B) (4). After reseating the monoblock connectors, the ge service rep used the lead plate to check max kv ma. The system began to beep then gave a 6600 x-ray control switch stuck error. The system did not allow the ge service rep to save images with the footswitch; however, the images were able to be saved manually by the keyboard. The rep suggested the customer order an hv interconnect and at com board.

Event description:
The customer reported that the c-arm rotates and the screen goes blank. No pt injury was reported.